Event description:
During evaluation of a returned homechoice device, a high drain 104 (night drain #4) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 05:51:13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a high drain error 104 alarm was identified. The device powered up properly without errors. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.